Event description:
The health care provider (hcp) reported via the company representative (rep) that it was confirmed that patient with dual implant, the left chest implantable neurostimulator (ins) received an ok display on the patient programmer. Next, when the right chest ins was checked after turning the pp off once, out of regulation (oor) displayed. At that point the clinician programmer was used to communicate and "please measure resistance" appeared as a warning. All resistances were measured and no abnormalities were found. Additionally, when the pp was used to check the right chest ins there was no issue and ok was displayed. There was a potential malfunction and defect suspected. No x-ray was taken. There were no external factors that may have contributed to the event. The issue was resolved at the time of this report. It was noted that the doctor wished to know the cause of the event. No symptoms reported. The physician's observation on severity was not severe. No surgical intervention occurred, unknown if planned. The patient was alive with no injury.